Manufacturer narrative:
For troubleshooting purposes, the customer tested as visibly clotted sample and did not receive any alarms or data flags indicating the sample was clotted. The customer verified the sample probes did contain clotted material after the test. The investigation is ongoing.

Event description:
The initial reporter stated they had a clotted sample tested on the cobas 8000 cobas c 502 module and then had questionable results. The customer alleged the analyzer did not detect or provide an alarm for the clot. The initial calcium result was 5.6 mg/dl and the repeat result on the same analyzer was 8.9 mg/dl. The repeat result on a different analyzer was 8.7 mg/dl. The initial amylase result was 20.2 u/l and the repeat result was 93.0 u/l. The initial ast result was 12.6 u/l and the repeat result was 204.7 u/l. The questionable results were not reported outside of the laboratory. The reagent lot numbers/expiration dates were: calcium: 47460301/ 31-jul-2021, amylase: 46878801/31-mar-2021, ast: 45923901/ 30-apr-2021.

Manufacturer narrative:
The field service engineer replaced the liquid level detection (lld) board and made adjustments. No further issues were reported. The investigation determined the service actions resolved the issue.